Event description:
Homemonitoring reported shock impedance value decreasing since (B)(6) 2022. Rv sensing also shows decreasing trend. Advised to evaluate lead further. Lead currently remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.